Event description:
About a year ago the pt had an infected knee ((B)(6)) that was not treated very well. The pt recently had fallen and required a lead to be replaced. The lead wound site had opened slightly and appeared slightly red. The hospital where the pt was being treated did a culture which produced mrsa (this was felt to be opportunistic and the device did not appear to be infected). The pt was treated with antibiotics while in the hospital and has since been in to see the reporting hcp who reports the pt has recovered.